Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reported as the use of an unspecified batch of an unspecified product; however, as this was not confirmed nor clarified, the cause is unknown. The patient was treated with injection vancomycin (1000 mg, route, frequency, and duration not reported) and injection amikacin (125 mg, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was doing well, the patient¿s peritoneal dialysis effluent fluid was clear, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.